Manufacturer narrative:
(B)(4). In this case, implantation of this aortic valve led to injury of the mitral valve leaflet injury. Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation, with the available details. If further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve was explanted at implant due to a mitral leaflet injury leading to regurgitation. Per obtained information, the prosthetic aortic valve was placed and once the delivery system was removed, a hole was seen in the anterior leaflet of the mitral valve. A repair was attempted with a pledgeted prolene suture and the patient was weaned off bypass. Tee was performed and moderate to severe mitral regurgitation was noted. The patient was placed back on bypass and another repair of the mitral valve was performed. Mitral regurgitation was still noted on tee and the surgeon decided to replace the 25mm bioprosthetic aortic heart valve with a pericardial bioprosthesis, thinking the stent might be causing the mitral regurgitation since the hole was repaired. The patient was weaned off bypass and tee indicated the mitral regurgitation had improved. Incisions were closed and the patient was taken to cvicu. No other interventions were done.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.